Event description:
A laparoscopic cholecystectomy was being done. When power was applied to the electrosurgical equipment, the connecting cable sparked and came apart at the end of the cord that plugs into the generator. No injuries were reported.